Event description:
A patient was scheduled for a radiology study to evaluate the reason for a non-functioning jejunostomy. Hypaque (an oral contrast material) was mixed with tap water, placed in a luer lock syringe and injected into the patient's port-a-cath by the rad tech. The radiologist was alerted to the misadministration because no contrast was going through the patient's j-tube during fluoroscopy. The injection was immediately stopped and the radiologist aspirated the contrast from the port-a cath tube until blood appeared (3ml). The line was then flushed with saline. Two techs were involved in the preparation. The patient handed the tech what he thought was the j-tube. The tech saw that it was a luer connection and placed the contrast in a luer syringe for administration. The tech interpreted what he thought was the patient's tube feeding (but it was actually a lipid infusion) and injected the oral contrast. This is an unusual exam. One tech was fairly new and hadn't done this procedure before. The other seasoned tech had done this procedure once before. Another contributing factor was the fact that the patient's port-a-cath line was routed through a telemetry pouch that was built into the patient's gown. The line was not traced to the patient's skin.both luer lock syringes and graduated tip syringes are available in the storage room. Luer lock syringes are necessary for aspirations and ivp studies. The graduated tips are generally used for enteral tube access. Once the assisting tech saw the port that needed to be accessed, a luer lock syringe was retrieved and used to draw up the contrast material. The connection was easily made and there was no tactile warning that a connection error had occur. Normally a syringe with a graduated tip is used for j or g tube access. Luer connecting syringes are used to access nicu enteral tubes. Feeding tubes for nicu patients are manufactured so that a luer syringe is needed to access the port.the patient had been immunocompromised due to recent chemotherapy and was on broad spectrum antibiotics prior to this event. 2-3 hours after the event, the patient became hypotensive and was transferred to ICU. Blood cultures have been negative. The patient has been transferred out of ICU and is doing well. No other patient information is known.